Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving morphine (9.6 mg/ml at 3.3667 mg/day) and clonidine (480.5 mcg/ml at 168.5 mcg/day) via an implantable infusion pump. It was reported that during a hardware revision surgery on (B)(6) 2020 the patient had their catheter nicked then fully removed. A cerebrospinal fluid leak (csf) occurred as a result and corrected by surgery.